Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received an unspecified "sensor error" message and was unable to obtain readings. As a result, customer experienced "disoriented", sweating, and was unable to self-treat, requiring third-party treatment of "sugary products" by an emergency services (paramedics) healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/ 510k# as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated from (B)(6) to (B)(6) based on the returned product. Section h4 (device mfg date) has been updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed and signal low error message along with a drop in glucose/ temp values and were observed, indicating that the user removed the sensor early. No other abnormalities were observed with the sensors data. Therefore, this issue is not confirmed to early sensor removal. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Device history reviews (DHR) for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the unit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received an unspecified "sensor error" message and was unable to obtain readings. As a result, customer experienced "disoriented", sweating, and was unable to self-treat, requiring third-party treatment of "sugary products" by an emergency services (paramedics) healthcare professional. There was no report of death or permanent impairment associated with this event.